Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to end user's experience could not be determined. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed.

Manufacturer narrative:
The device was returned for evaluation. The cooling system was found to be leaking. The cable assembly and coil form were replaced. The handpiece then passed all functional tests. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The faulty tubing was concluded as the cause of the complaint incident.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece was not working on (B)(6) 2019. The unit was tested on by an integra service technician and noted that the handpiece exhibited an alarm upon power up while connected to a system. There was unknown patient contact, injury or surgery delay. Additional information has been requested.